Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient experienced discomfort at the ipg site and the ipg was non-functional. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned to bsn as it was kept by the medical facility.